Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2014. Diagnostics tests prior to surgery were not performed as the device could not be interrogated due to end of service. During the procedure, system diagnostics with the replacement generator and the existing lead revealed high lead impedance (impedance value >= 10,000 ohms). The surgeon removed and reinserted the lead pin but was unable to obtain normal lead impedance values. The generator was tested with the resistor test pin and revealed normal impedance values. Therefore, the lead was replaced during the same procedure. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Review of the available programming and diagnostic history only found diagnostic results from the day of implant on (B)(6) 2007. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.